Event description:
It was reported that the device was not lying flat and was causing discomfort. Due to the concern of possible erosion, the device pocket was revised. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005; 6949-65, lead, implanted: (B)(6) 2005. (B)(4).